Event description:
The manufacturer received information alleging a trilogy 100 ventilator "whirring sound which is emitted from the backside of the ventilator at the end of the inspiration phase. Reported that the device is operating properly" while in patient use. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and during the operational check, an unusual noise was confirmed at 6 hpa when compared with other units of the same model. No failures were confirmed in the error log. The noise was resolved after replacing the motor blower assembly. The following parts were also replaced in accordance with the replacement of the motor blower assembly: stirring fan foam, 43 micron filter. Performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly. Software version was checked (ver.14.2.05).